Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged blank display, unidentified insulin pump error alarm, cosmetic damage found on the back of the pump, and moisture damage found on (B)(6) 2021. Device was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, the displacement test, download trace/history files using thump, or verify any pump error alarms due to blank display. Device was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor and force sensor. Pcba 1 and pcba 2 were cleaned with isopropyl alcohol with no effect. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained serial number label, stained keypad overlay, pillowing keypad overlay, and cracked battery compartment. Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2) and cosmetic damage on the battery compartment is confirmed. Unable to download the history/trace files due to blank display. Unspecified pump error alarm is unknown due to blank display and download difficulty. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received unknown error and had blank display. Insulin pump was exposed to water and was cracked at the back on the railings. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment and spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.